Event description:
It was reported that externalized conductors were observed during normal generator change out. The lead was tested with no anomalies. The physician decided to leave the lead implanted. The patient was stable after the procedure.

Manufacturer narrative:
(B)(4).